Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a primary, open, umbilical hernia repair procedure in 2009. Post-operatively at 5 days, the patient developed a seroma. The surgeon suspected some mild seroma formation at the superior aspect of the incision. The patient had puffiness above her incision, and quarter sized fullness of the supra-umbilical area. As a result, the site was prepped with betadine, and the surgeon aspirated 15cc of serosanguinous fluid from the site. The seroma is listed as resolved as about one week later.